Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient¿s father stated that itching started on (B)(6) 2017, however the sensor was kept on for the full seven days. When the sensor was removed on (B)(6) 2017, the skin was red and irritated. The reaction was located on the right side of the upper buttocks. The reaction did not improve over the next few days, so the father took the patient to a local clinic on (B)(6) 2017. Clinic doctor prescribed a mild steroid cream to treat the irritation, which the patient¿s father believed was called fucidin. At the time of contact, it was indicated that the patient was healing. No additional event or patient information is available.